Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received battery out limit alarm and blank display. The customer's blood glucose level was 230mg/dl. The mother states the pump would turn off after every battery replacement. The mother states the pump was not available at the time of call for troubleshoot. The mother would have customer call back at a later time to troubleshoot.